Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's oncologist changed her insulin pump settings, which led to an occurrence of no delivery alarms and high blood glucose levels. Customer's blood glucose level was 316 mg/dl. Customer wants to know what her original settings were before they were changed since her blood glucose levels were good before. It was explained to the customer that no delivery alarms are related to an occlusion and has nothing to do with her settings. Customer treated her blood glucose level with syringes. Customer was unable to troubleshoot at this time. Customer does not want to return the set for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot.